Event description:
The initial reporter alleged discrepant hiv results using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 system during an external ring study. On (B)(6) 2023, the customer conducted an external ring study using the cobas mpx assay. Sample ID (B)(6) was initially measured and reported as non-reactive, with an internal control (ic) cycle threshold (CT) value of 37.34. The ring study results later revealed that sample ID (B)(6) should have been reactive for hiv, as it contained hiv subtype m (b) at an approximate concentration of 60 international units per milliliter (ie/ml). The same sample was stored at -20°c and re-measured on (B)(6) 2024. During this re-measurement, the result was hiv reactive, with a CT value of 37.84 in channel 2 (hiv) and an ic CT value of 38.42.

Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the cobas mpx assay performed within specifications, and no product issue was identified. A review of the pcr growth curves for the questioned non-reactive result (sample ID (B)(6) confirmed an accurate non-reactive call, with no anomalies in the algorithm or evidence of pcr inhibitors. Quality control data, including rmc positive and negative controls, demonstrated robust amplification curves, indicating proper functioning of the pcr and sample preparation processes. Additionally, a review of worldwide customer real-time data for cobas mpx lot: j24218 did not indicate any product-related issues. The observed discrepancy is most likely attributed to a very low viral load, near or below the test's limit of detection (lod). Such low viral load samples may exhibit variability in results, fluctuating between reactive and non-reactive outcomes.